Event description:
It was reported when using the bd pyxis¿ medstation¿ es, machine was nonfunctional, and admin password was not populating. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was nonfunctional at that time due to the admin password not populating. The technical support specialist (tss) confirmed with the customer that the technician was able to load the password after rebooting the machine multiple times. Tss then contacted the pharmacist, who confirmed that there were no issues with the device except for station 6s1. Later, the pharmacist verified that there were no ongoing issues with the device, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, machine was nonfunctional, and admin password was not populating. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.